Event description:
A report was received that the patient was having difficulty in getting a full charge with the ipg and it would not respond to the remote control (rc) the way it used to. The physician suspected that the ipg had reached the length of time that the device has been useful. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the revision was cancelled. No further course of action will be taken at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty in getting a full charge with the ipg and it would not respond to the remote control (rc) the way it used to. The physician suspected that the ipg had reached the length of time that the device has been useful. The patient will undergo an ipg replacement procedure.